Event description:
Boston scientific rec'd info that this right ventricular (rv) lead exhibited signs of dislodgment which was addressed through unplanned surgical intervention. There were no reported pt effects beyond the intervention itself. To date, info suggests that this rv lead remains in service. No further info is expected at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.